Event description:
Received product safety alert from amazon.com mighty bliss large electric heating pad for back pain and cramps relief -extra large [12"x24"] - auto shut off - heat pad with moist & dry heat therap product safety alert: oct 25, 2022. FDA safety report ID #(B)(4).